Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during remote follow-up through merlin.net, oversensing episodes due to loss of ventricular capture were observed. Patient was called in clinic for further interrogation. Loss of capture was not reproducible. Patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: date of event should have been (B)(6) 2018 rather than (B)(6) 2018.

Event description:
New information received notes that the r wave measurements were variable in the three days post implant.

Event description:
New information received notes that the patient was having premature ventricular contractions and it appears that the lead is functioning properly according to merlin.net alerts. Patient will continue to be monitored.